Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, a cook ds-60cc-s dilation syringe was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, inflation of the balloon was attempted. The balloon would not hold pressure and leakage was observed at a crack in the catheter. A visual examination of the catheter showed a crack approximately 134 cm from the proximal end. No portion of the balloon appeared to be missing. The wire guide associated with this device was included in the return of the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: in the information provided, the user observed a kink in the catheter when the device was removed from the package, yet continued to advance the device down the endoscope. The user also stated lubrication was not applied to the balloon prior to advancement. The user is advised not to use the device if an abnormality is detected. The user is also advised to lubricate the balloon prior to advancement through the endoscope accessory channel, as this activity will aid in endoscopic advancement and balloon preservation. The instructions for use advise the user: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Further, the information for use states: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." Advancement of the non-lubricated device with a kinked catheter into the endoscope is the mostly likely cause of the damage/crack in the catheter. The cause of the initial kink identified by the user is unknown, but could be related to shipping or handling. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user continued to use the device after observing a kink in the catheter, and that lubrication was not applied, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, a cook ds-60cc-s dilation syringe was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, inflation of the balloon was attempted. The balloon would not hold pressure and leakage was observed at a crack in the catheter. A visual examination of the catheter showed a crack approximately 134 cm from the proximal end. No portion of the balloon appeared to be missing. The wire guide associated with this device was included in the return of the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: in the information provided, the user observed a kink in the catheter when the device was removed from the package, yet continued to advance the device down the endoscope. The user also stated lubrication was not applied to the balloon prior to advancement. The user is advised not to use the device if an abnormality is detected. The user is also advised to lubricate the balloon prior to advancement through the endoscope accessory channel, as this activity will aid in endoscopic advancement and balloon preservation. The instructions for use advise the user: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Further, the information for use states: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." Advancement of the non-lubricated device with a kinked catheter into the endoscope is the mostly likely cause of the damage/crack in the catheter. The cause of the initial kink identified by the user is unknown, but could be related to shipping or handling. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user continued to use the device after observing a kink in the catheter, and that lubrication was not applied, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an upper endoscopy, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The device came with a kink in the catheter when the device was taken out of the package. The device was unable to be fully passed through the endoscope. The complaint device was removed out of the endoscope and a new device was opened and used to complete the procedure. The device was evaluated on 08/29/2017. There was a crack in the catheter at 134 cm, and the device is leaking water from the crack.